Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to and extra washer in one of the rear therapy electrodes, causing an open pulse wire connection between the therapy electrodes. The root cause for the extra washer is still under investigation. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt's therapy electrode were non-functional.